Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 11:00am, the meals on wheels people arrived at the patient's apartment to deliver his lunch. Since no one was responding, they called the building maintenance to open the door and check on him. They found the patient unconscious on the floor and his ear was bleeding. They called paramedics and when paramedics arrived, they checked his manual bg and it was around 47 mg/dl. The cgm was not reading because it failed while the patient was asleep. He found out that the sensor failed when he was informed by the paramedics. He believed that he lost consciousness during his sleep and maybe he tried to move and fell on the concrete floor. The paramedics treated the patient with glucose IV and glucagon. The patient regained consciousness around 12:00pm when the paramedics tried to wake him up. Before he went to bed around 09:30pm on (B)(6) 2025, his cgm was working fine, but he could not remember the cgm readings during that time. He said that the paramedics stayed at his place for about 45 minutes. His manual bg was checked. He could not remember the manual bg value, but he knew it was fine since the paramedics left. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.